Event description:
When attempting to retrieve the biopsy sample, the coil broke and broke through the black portion near the hub of the instrument. Staff was able to retract the brush, open a new brush, and complete the procedure.

Manufacturer narrative:
This report is being supplemental to provide information that was inadvertently not included in the initial medwatch report and to provide information regarding the evaluation and investigation of the returned device. The subject device was returned for evaluation. The investigation confirmed that the sheath separated from the handle, causing the material of the coil to physically break. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.